Event description:
During an in-clinic follow-up, there was alleged premature battery depletion on the device along with high pacing impedance. The device was explanted to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of early battery depletion and longevity anomaly were not confirmed. As the device was in backup mode and had reached eri voltage level. Analysis of device image indicated a false eri triggered about three months before the explant date. The analysis of battery trend data indicated battery voltage was above eri level throughout the implant duration. After restoring the device from backup mode, electrical and mechanical test results indicated normal functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.